Event description:
It was reported that the patient experienced return of symptoms. The patient had "episodes" off and on for about 5 years. The symptoms began in 2007; the pump was implanted in 2009 for these episodes. The episode was described as "full body spasm"; the patient was "incontinent" from the belly button down and reported she "cannot feel her legs from the belly button down". The patient will be "fine" for 4 months and then have an episode and be hospitalized for 2 months. The episodes now "are affecting her upper body"; first the right arm and now the left arm. The episodic symptoms used to come on more gradually, but now are noted to be "more sudden". The pump was not really helping decrease the spasticity during these episodes. When the patient was not having an episode the medication in the pump makes her "floppy". The most recent episode was noted in (B)(6) or (B)(6) 2012, following a refill session when the daily dose was lowered from "300 to 270". The dose was reduced because of the floppiness with the thought that if they reduced patient's dose "she may be able to dorsiflex her foot and be less floppy". The patient was admitted to hospital with the most recent episode and has been there for approximately 7 weeks. The patient was currently receiving intravenous valium, as well as, a "pcp pump" which delivered dilaudid to treat pain associated with the episode. The health care provider at the hospital planned to take the patient off the pcp pump and put her on "fentanyl tdd". The patient was informed that the hospital will not be managing her pump; they were going to contact the managing hcp to arrange for that. It was also reported that the hcps thought it was caused by auto-immune disorder but now have mentioned "channelopathies". When the patient is taken off ivs and the pcp pump, they plan to discharge her to a rehab facility. The reporter indicated that they will be asking the hcp to lower the dose again as they "do not feel pump is helping". The pump was used to deliver baclofen.

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2009, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was that reported for approximately the past year, the patient a change in therapy effect, specifically, the baclofen hadn't really been helping the patient. As a result, the healthcare provider had been titrating down since 2014. There were no interventions mentioned and no other reported symptoms. The patient had been in and out of the hospital for the past 7 years, which began before the pump was implanted. It was then clarified that it was first noticed that the baclofen was not helping was in 2010. During the patient's last visit with the hcp, the pump was turned down to the lowest setting. This was done so when the pump turned off, the patient would not have any problems. The situation was being addressed by the patient&#62688;hcp.